Event description:
In the process of contacting the pt to notify the pt that their generator may be nearing end of service, it was discovered that the pt's device was programmed to off due to appetite suppression and subsequent weight loss with the vns therapy. It was reported that the device was not explanted. The pt reportedly went from 140 pounds to 116 pounds while receiving vns therapy. Since discontinuing vns therapy, the pt was started on keppra and has been seizure-free for over two years. The pt's weight is back up.